Manufacturer narrative:
D10: 200-02-29 - three peg patella 29mm: (B)(6), 230-03-02 - optetrak asy, cr cemented femoral, sz 2: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, approximately 7.5 years post the initial right total knee arthroplasty, the patient complained of knee swelling and pain and was diagnosed with wear of the tibial insert. The patient was revised and damage and wear were observed on the retrieved tibial insert, as well as the tibial tray. The surgeon decided that only the insert and tibial tray needed to be replaced with a truliant crc size 2 15 mm insert and tibial tray 2f/1t. A stem extention 14mm×40mm, 1/2 tibial augment size 1t-5mm (x2), 1/2 tibial augment rm/ll size 1t-10mm and 1/2 tibial augment rl/lm size 1t-10mm were also used. There was no reported surgical delay/prolongation. The patient was last known to be in stable condition following the event.